Event description:
It was reported that this implantable cardioverter defibrillator (ICD) oversensed electromagnetic interference (emi) signals and delivered an inappropriate electric shock. It was noted that the patient was using an abdominal muscle stimulator at the time of the shock, and this was believed to be the source of the emi. The patient was advised to discontinue use of the stimulator device and further monitoring was planned. This device remains in service. No additional adverse patient effects were reported.